Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, while cutting, the cutting wire of the autotome rx 44 broke. The working length was also twisted, which resulted to a wrong orientation. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the device had no visible problem. The device was observed under magnification, and there were no signs of twist on the working length found, and the anchor was not dislodged. No problems with the device were noted. The reported event of cutting wire anchor dislodged was not confirmed. Upon analysis, the returned device had no visible problem, and no signs of a twist were found on the working length and the anchor was not dislodged. The returned unit did not show evidence of either the alleged problem(s) or any defect which could have contributed to the event. Based on all gathered information, the most probable root cause of this complaint is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, while cutting, the cutting wire of the autotome rx 44 broke. The working length was also twisted, which resulted to a wrong orientation. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.